Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the physician was doing a tap block on a patient with the flex-block catheters and one of the snaplocks was not working correctly. The physician noted medication leaking from the top of the snaplock device. The patient was not getting pain relief on the side where the snaplock was not working. She re-opened and then closed the snaplock again but still could not get it to stop leaking. A new catheter with the snaplock was used and pain relief was achieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, there was no record of purchase of this product by this customer. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found from this customer for this product. Therefore, the potential cause of the snaplock adapter leaking could not be determined based upon the information provided and without the sample.

Event description:
Reported event: the physician was doing a tap block on a patient with the flex-block catheters and one of the snaplocks was not working correctly. The physician noted medication leaking from the top of the snaplock device. The patient was not getting pain relief on the side where the snaplock was not working. She re-opened and then closed the snaplock again but still could not get it to stop leaking. A new catheter with the snaplock was used and pain relief was achieved. The patient's condition was reported as fine.